Manufacturer narrative:
Manufacturing date is unavailable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing which resulted in noise reversions. No intervention was performed. There were no patient consequences.